Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c02, annex d: d02, annex g: g02026 . A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had sparked when plugged into the ac socket was confirmed through external inspection of the returned pcu device. Based on the customer event description and facility assessment, the condition was attributed to a loose metal outlet plate .and not due to a device malfunction. Test results measured the ground resistance of the suspect pcu. Results confirmed that the unit was within specification. A ground leakage current test was also performed under normal and reversed polarity, and with both open and closed neutral connections. The suspect pcu passed all electrical safety testing and was verified to be operating within specification. External and internal inspection was performed on the returned pcu. The power cord right prong (hot) exhibited burn damage with evidence of localized melting. The right prong was observed bent inward. All inspected parts were manufactured by bd. The bd alaris system with guardrails user manul v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspection to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Always use a grounded, hospital grade three-wire receptacle to prevent electrical shock. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the device sparking when plugged into the ac socket was confirmed through external inspection of the returned pcu device. Based on the customer event description and facility assessment, the condition was attributed to a loose metal outlet plate. The issue is being attributed to a momentary short between the grounded wall plate and the hot side of the ac plug which resulted in the observed thermal damage. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that when plugged in the device sparked. Outlet blown out and burn mark on power cord prong. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that when plugged in the device sparked. Outlet blown out and burn mark on power cord prong. There was no patient involvement.